Event description:
The reporter stated that, the catheter was not cut the appropriate length. As a result, a loop was made in the catheter and the catheter was secured to the pt by a dressing. Prolonged hospitalization was not necessary due to this event and there was no adverse effect to the pt.